Event description:
The patient was undergoing an embolization procedure using ruby coils. During the procedure, the physician noted that coils were unable to be delivered as they were not taking shape but rather going downstream like a guidewire. The physician completed the procedure with a 4mm coil and there was no adverse effect on the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00145. Device was disposed of by the hospital.

Manufacturer narrative:
Catalog # corrected from rby4c0860 to rby4c0630.